Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with expired test strips - unable to test. Most likely underlying root cause: mlc-6- passed expiration date. Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. Customer is concerned with tests results of lo. Customer stated that when he was getting lo results, he was not having any symptoms of low blood sugar. The customer's expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During call on (B)(6) 2019, a back to back blood test was not performed by the customer. Customer is using discontinued and expired product. The test strip lot manufacturer's expiration date is 12/31/2014; test strips are not impacted by recall. The meter memory was reviewed for previous test result history: (B)(6).